Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('increased back pain') in a (B)(6) year old female patient who had essure (batch no. C91761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included clotting disorder. Concomitant products included medroxyprogesterone for vaginal bleeding and menorrhagia as well as cyclobenzaprine, hydrocodone;paracetamol (acetaminophen;hydrocodone), topiramate and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia ( painful sexual intercourse )"). In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced migraine ("migraines which increased/headache/ migraine/ headaches migraines became more frequent after implant"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced depression ("increased depression"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal itches") and vaginal mucosal blistering ("vaginal blister"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and vulvovaginal rash ("rash around her vagina during every menstrual cycle"). The patient was treated with oral contraceptive nos, progesterone and surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, abdominal pain, genital haemorrhage, dysmenorrhoea, weight fluctuation, dyspareunia, depression, migraine, vaginal haemorrhage, menorrhagia, fatigue, vaginal discharge, vulvovaginal pruritus and vaginal mucosal blistering outcome was unknown and the vulvovaginal rash had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, vaginal mucosal blistering, vulvovaginal pruritus, vulvovaginal rash and weight fluctuation to be related to essure. The reporter commented: treatment for heavy bleeding began with birth control and progesterone were unsuccessful approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram on (B)(6) 2015: results: fallopian tubes were fully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: mr received: case became serious incident. Essure removal details added. Reporters and patient information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('increased back pain') in a 51-year-old female patient who had essure (batch no. C91761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included clotting disorder. Concomitant products included medroxyprogesterone for vaginal bleeding and menorrhagia as well as cyclobenzaprine, hydrocodone;paracetamol (acetaminophen;hydrocodone), topiramate and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia ( painful sexual intercourse )"). In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced migraine ("migraines which increased/headache/ migraine/ headaches migraines became more frequent after implant"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced depression ("increased depression"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal itches") and vaginal mucosal blistering ("vaginal blister"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and vulvovaginal rash ("rash around her vagina during every menstrual cycle"). The patient was treated with oral contraceptive nos, progesterone and surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, abdominal pain, genital haemorrhage, dysmenorrhoea, weight fluctuation, dyspareunia, depression, migraine, vaginal haemorrhage, menorrhagia, fatigue, vaginal discharge, vulvovaginal pruritus and vaginal mucosal blistering outcome was unknown and the vulvovaginal rash had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, vaginal mucosal blistering, vulvovaginal pruritus, vulvovaginal rash and weight fluctuation to be related to essure. The reporter commented: treatment for heavy bleeding began with birth control and progesterone were unsuccessful. Approximate weight at the time of essure placement 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: fallopian tubes were fully occluded. Lot number:c91761. Manufacturing date:2014/07. Expiration date:2017/07. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('increased back pain') in a 51-year-old female patient who had essure (batch no. C91761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia, hypertension, fatigue, weight gain and disability. Concurrent conditions included clotting disorder. Concomitant products included medroxyprogesterone for vaginal bleeding and menorrhagia as well as cyclobenzaprine, hydrocodone;paracetamol (acetaminophen;hydrocodone), topiramate and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia ( painful sexual intercourse )"). In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced migraine ("migraines which increased/headache/ migraine/ headaches migraines became more frequent after implant"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). In march 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced depression ("increased depression"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal itches") and vaginal mucosal blistering ("vaginal blister"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain / pain"), genital haemorrhage ("heavy bleeding / excessive bleeding"), vulvovaginal rash ("rash around her vagina during every menstrual cycle") and hot flush ("hot flashes"). The patient was treated with oral contraceptive nos, progesterone and surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, abdominal pain, depression, migraine, vulvovaginal rash, fatigue and vaginal discharge was resolving, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the weight fluctuation, dyspareunia, vulvovaginal pruritus, vaginal mucosal blistering and hot flush outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, vaginal mucosal blistering, vulvovaginal pruritus, vulvovaginal rash and weight fluctuation to be related to essure. The reporter commented: treatment for heavy bleeding began with birth control and progesterone was unsuccessful. Approximate weight at the time of essure placement 170 lbs. There were no complications after essure removal and hysterectomy, the bleeding events and dysmenorrhea resolved immediately, other events improved one or two months after removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: fallopian tubes were fully occluded. Lot number:c91761 manufacturing date:2014/07 expiration date:2017/07. Most recent follow-up information incorporated above includes: on 20-oct-2020: pfs received event " hot flashes" was added. Followup 11 and 12 processed together done. On 21-oct-2020: plaintiff answered to follow up requests: treatment dates of oral contraceptive pills was provided. There were no complications after essure removal and hysterectomy, the bleeding events and dysmenorrhea resolved immediately, other events improved one or two months after removal. Follow 11 and 12 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.